Manufacturer narrative:
From the complaint description, it appears the condition refers to the adhesive used in the double-coated tape used for the drapes included in this catalog. The 2" double -coated tape used for the drapes in the pack has a pressure sensitive acrylic adhesive. The incoming raw material inspection records for the double-coated tape were reviewed and the results for adhesion were within the required specification values.

Event description:
Skin pulled off two patients when the drape was removed. Rx silvadene cream was applied post-op.